Manufacturer narrative:
This supplemental report is submitted to provide additional information received from the user facility.

Event description:
Additional information was received from the user facility. The problem was first noticed before a diagnostic procedure on (B)(6) 2021. No other devices were involved in the event. The patient was not under general anesthesia and there was a slight delay in the procedure to swap the device. The intended procedure was completed with another device. No other devices were replaced during the procedure. There was no death or injury including infection.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due failure of the operational amplifier of the patient board circuit. Instructions for use (warning): in case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty printed circuit board (patient board). In addition, the switch and the software were both old versions and needed to be updated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported there was no image on the evis exera iii video system center. No reported patient harm.